Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator had been turned on and ready for use on a patient that had been going in and out of vt. The patient needed to be moved and defibrillator was turned off. When it was turned back on the screen went blank and would not turn back on. There was no negative patient impact.